Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2012, the patient underwent tha by centpillar tmzf. Afterwards, the patient felt the pain in a hip. Therefore the patient underwent the revision surgery on (B)(6) 2016. During revision surgery when the surgeon tried to remove the delta head from stem, he noticed delta head assembled slantingly. The surgeon removed the delta head and liner. The surgeon confirmed remove the delta head, the corrosion could be seen in the sleeve of delta head and stem neck. The surgeon requested the investigation of the delta head assembled slantingly.

Manufacturer narrative:
An event regarding pain and corrosion involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2016 . Images of the device are included in the mar. The review noted the following: the returned device parts were examined with the aid of a stereo microscope at magnifications up to 50x. The sleeve was observed for discoloration. A sample of the discoloration was placed on a scanning electron microscope (sem) stub for further analysis. A material analysis has been performed. The report concluded: discoloration was observed on the sleeve on the ceramic head. Eds showed the sleeve was consistent with a ti-6al-4v alloy and the discoloration was consistent with the sleeve, biological material and the decontamination process. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
On (B)(6) 2012, the patient underwent tha by centipillar tmzf. Afterwards, the patient felt the pain in a hip. Therefore the patient underwent the revision surgery on (B)(6) 2016. During revision surgery when the surgeon tried to remove the delta head from stem, he noticed delta head assembled slantingly. The surgeon removed the delta head and liner. The surgeon confirmed remove the delta head, the corrosion could be seen in the sleeve of delta head and stem neck. The surgeon requested the investigation of the delta head assembled slantingly.